Event description:
Reporter indicated that vns therapy pt died due to unknown causes. It was reported that the pt's device was deactivated at the time of death, yet the full relationship between the death and vns therapy remains unknown. Exact date of death is also unknown at this time. Good faith attempts for further info are currently being made.